Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
During a phone call with customer support for an unrelated issue, the patient disclosed that she experienced a "high" bg of 600mg/dl in (B)(6) of 2011 and was admitted to the ICU with a diagnosis of diabetic ketoacidosis. She stated that she did not remember the exact date of the incident, but noted that she was in the hospital for three days. The patient reportedly had a glucose tolerance test and then resumed pump therapy in a day. During troubleshooting by the certified diabetes educator at the hospital the cartridge and inset tubing were found to be leaking and moisture was found in the cartridge compartment. It was noted that it was unclear as to where the source of the leak was coming from but that it was indicated that it appeared to be leaking at the luer lock. This complaint is being reported due to the allegation that the patient experienced hyperglycemia while using insulin pump therapy and due to the allegation that the cartridge and inset tubing were reported to be leaking.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: a retain cartridge sample from lot # b201730 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. Leak, force, and fill tests were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.